Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all the clips failed to form properly and some also fell from the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.